Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected with [unspecified] juvéderm® voluma¿. Patient presented ¿chronic inflammatory reaction on the nasal supratip for the past 3 months.¿ patient reported, ¿a sensation of changes in the tip with redness, but without pain or sensation of warmth which had been progressing for a long while; initially the area was darkened but did not exhibit any changes in shape.¿ after a while, patient noted ¿a sensation of openness and a change in texture at the tip of the nose. The appearance resembles a furuncle since the administration of the product.¿ hcp stated no changes were seen ¿in the tip or any erythema, redness or congestion. Neither were there any changes in the capillary refill.¿ hcp further stated, ¿after the [recent] examination, patient presented with a sensation of mild seroma without erythema at the tip of the nose.¿ treatment was noted as "hyaluronidase, 75 units; started ciprofloxacin 500 mg every 12 h (5 days) and dacortin 30 mg, tapering regimen (9 days)." Symptoms ongoing/unresolved.

Event description:
Additional information: symptoms resolved after treatment with hyaluronidase (7 ui) and preventive pattern of antibiotic and corticoids.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.